Event description:
It was reported impedance readings were <50 ohms with electrode 0 and 2 on the right stimulator. The pt also indicated that he believed he had others shorts based on the results of the impedance test. The pt indicated he was having no therapy problems. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).